Event description:
Rptr complains of fibromyalgia, loss of balance, numbness & tingling, bowel irritability, hair loss, thoracic outlet syndrome, "thyroid", ringing in ears, sticky eyes, memory loss, rheumatoid arthritis & diabetes.